Event description:
Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding a separate issue when the cg stated that on (B)(6) /2011 the home patient (hp) woke up and found that herself and the bed were wet. The hp then noticed that the transfer set was loose and had leaked. The hp ended therapy and contacted her nurse. The hp saw the nurse at the clinic the following morning. The cg said the hp was given a new transfer set and antibiotics. There was no patient injury indicated at the time of the initial report. No further information available. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. Since no sample was available for evaluation and no further information about any product problem is available, no root cause can be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown; therefore, a batch review could not be performed. Should additional information become available a follow-up report will be filed.